Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, the returned device indicated the set screw was found in the connector bore. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure the physician encountered a header/set screw issue. Two wrenches were broken loose in the process of trying to connect the rv lead. The wrench would move forward but not in reverse. The device was not utilized and an alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.